Event description:
It was reported the procedure was to treat a severely calcified lesion in the right superficial femoral artery. The 7.0x40mm armada 35 balloon dilatation catheter was advanced to the target lesion however the balloon ruptured during the first inflation at 16 atmospheres. The device was removed without issue. The procedure was completed using non-abbott devices. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the severely calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.